Event description:
It was reported by customer that an unknown error code occurred when device was hooked up to patient. There was patient involvement but no harm. Through due diligence attempts it was reported the error code received was 351.6660.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that an unknown error code occurred when device was hooked up to patient. There was patient involvement but no harm. Through due diligence attempts it was reported the error code received was 351.6660

Manufacturer narrative:
Omit: report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: report source. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the syringe module had error code was confirmed during error and event log review. And the error was replicated during the laboratory testing. An internal inspection of the suspect syringe module found motor harness severely damaged, that would have contributed to the incident device displayed error code. From (B)(6) 2025, to (B)(6) 2025, seven (07) instances of error code 351.6660.0 (syr_plunger_position_failure) were recorded on the logs. On (B)(6) 2025, at 7:53 am, an infusion of phenylephrine selected by guardrails drugs was recorded the reported day with the suspect device with a rate of 21ml/h and vtbi (volume to be infused) of 8.2638ml. The profile in use was identified as ¿adult¿ and the syringe in use was a 10ml bd syringe. At 7:54 am, the infusion stopped by a channel malfunction (error code 351.6660), then, the syringe module was powered off. In the ¿as received¿ state the suspect syringe module was connected to a dchu pcu unit. A test infusion was performed on the suspect device, according to the log review it was connected and set to an infusion rate of 21ml/h. During the test the 351.6660 error code was replicated. After the error was replicated the device was opened for an inspection. The motor harness was observed to be severely damaged. Only for testing purposes the motor assembly was replaced with a known good new part. Plunger force accuracy test was performed to demonstrate the pca is working within specification, the device finished the test without issues observed, then, an infusion with the incident flow rate was programmed and configured with a 10 ml bd syringe at its maximum volume. A back pressure of 10 psi was applied during the test setup. The entire syringe infused to completion for about 30 minutes with no unexpected errors or occlusion alarms. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the error code was identified as a damaged motor harness causing issues to the motor functionality. The root cause of the damaged motor harness was not determined. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.